Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. Issue occurred before contacting customer technical support, it was resolved without the customer changing the charging supplies. The customer used a non-tandem wall adapter and a tandem charging cable to charge the pump.